Event description:
It was reported that the health care professional requested assistance as the respiratory rate trend (rrt) feature was disabled due to a signal artifact monitor (sam) where electromagnetic interference (emi) oversensing was observed on this implantable cardioverter defibrillator (ICD) . Additionally, low pacing impedance measurements below 200 ohms. Technical services (ts) reviewed the device data and noted the noise was detected on multiple sensor vectors. Reprogramming recommendations were discussed. No adverse patient symptoms or clinical effects were reported. This ICD remains in service.